Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina and occlusion, as listed in the mini vision instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.0 x 23 mm xience v (part 1009541-23, lot 0041941), and the 2.5 x 28 mm xience v (part 1009539-28, lot 0041642) are being filed under separate MFR#'s.

Event description:
It was reported that on (B)(6) 2010, the pt had acute anteroseptal myocardial infarction. The target lesion was the proximal and mid left anterior descending (lad) and 40 mm in length. The vessel diameter was 3.0mm. The xience v 2.5x28 was deployed in the mid lad at 8 atmospheres (atm) first and the xience v 3.0x23 was deployed in the proximal lad at 14 atm, and also the mini vision was deployed in the first diagonal. The procedure was completed with no adverse event. On (B)(6) 2010, the pt experienced chest pain and coronary angiography (cag) was performed. Thrombosis was observed in the proximal half of the xience v 3.0x23 deployed in the proximal lad and timi flow was zero. A suction catheter was used to remove the thrombosis and ballooning was performed to the proximal and mid lad, and also kissing balloon technique (kbt) was performed in the lad and the first diagonal. Timi flow was iii. The pt's condition has been stable. No add'l info provided.